Event description:
It was reported on (B)(6) 2011 that the pt was in a lot of pain following their implant. Multiple programmings did not help. The pt wanted the device removed. On (B)(6) 2011, it was reported that implant was removed (B)(6). The pt still had pain following the device removal.

Manufacturer narrative:
(B)(4).